Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, was explanted due to an unknown reason and returned for analysis. There were previous concerns reported regarding the potential that this device was exhibiting the advisory behavior, however it had been ruled out. Upon receipt, initial laboratory analysis determined that this device was exhibiting a high current condition.